Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) while connected during their dwell. The patient cycled the power to clear the alarm and planned to complete therapy using manual supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.